Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during pre-op testing, a ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was removed its packaging and flushed with saline. At this point, the device was confirmed to be leaking at the hub. An alternative like device was used to complete the scheduled procedure. As reported, the complaint device did not make patient contact nor adversely effect the scheduled procedure.

Manufacturer narrative:
Investigation - evaluation. A review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, specifications, drawing, quality control, a dimensional verification, and a visual inspection of the returned device were conducted during the investigation. The visual inspection and leak test of the returned device confirmed the presence of a leak between the catheter tubing and connector cap. The dimensional verification did not indicate the device was out of specifications. The document based investigation evaluation found no evidence to suggest the product was not made to specifications. The device is shipped with instruction for use (IFU) which states: "upon removal from package, inspect the product to ensure no damage has occurred." A review of the device history record showed no nonconforming events which could contribute to this failure mode. A search found two other similar complaints for this lot. Based on the information provided, the examination of the returned product, and the results of our investigation, root causes are attributed to potential manufacturing issues although this has not been confirmed. This failure mode is being escalated per internal processes. Appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.